Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range, however, the diameter of the is-1 spring contact component was found to be out of specification. This out of specification spring contact may have contributed to the clinical observations. Corrective action was implemented for flash in lead bore issue. Header for this device was manufactured before the corrective action was implemented. The competitor's lead was not available for analysis with this device. The analysis of the associated rv lead (4097) indicated no open impedance measurements occurred during the short time it was implanted. Many open impedance measurements occurred during the time period the competitor¿s lead was implanted.

Event description:
Boston scientific received information that this patient went in for a right ventricular (rv) lead revision due to high pacing impedance measurements. The decision was made to implant an additional rv lead for pace/sense purposes. The physician was not satisfied with this decision. The physician explanted the associated chronic rv lead, which was a competitor's product. A second revision procedure was then scheduled to implant a new rv lead. During this procedure the physician elected to also explant this implantable cardioverter defibrillator (ICD) due to being implanted subpectorally, and falls under the advisory for subpectoral implants. There were no adverse patient effects reported.